Event description:
My grandmothers libre free style 3 monitor is showing incorrect readings. It's reporting lower than over 100 points to the actual glucometer reading. This is dangerous. I checked the serial number on the website and it says this specific sensor hasn't been affected but it clearly has.